Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd the following information was provided by the initial reporter: 20 gauge needles - nurses have noticed difficulty in the needles not retracting back in once they have been used. When they push the button to retrack the needle, the needle gets stuck and they have to use their finger to assist it to retract. Even though they push the button multiple times it does not retract. However when they tested a needle that has not been used on a patient, the needle retracts as designed. This issue may be related to the lot, but it only occurs when used on a patient. They have said they do not have issues on the 22 gauge needles.

Manufacturer narrative:
Investigation results: the complaint that the needles get stuck during retraction could not be confirmed from the photographs and videos that were provided for investigation. The photographs showed unit packages and fully retracted needles. The videos showed two examples of the safety mechanism being activated and the needle fully retracting within our manufacturing specified time limit. Although the images, videos, and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.